Event description:
The hospital reported that it was difficult to remove the et. Some trauma to patient because extubation took 10 to 15 minutes longer than usual. Did not cause further complications.